Event description:
It was reported by the physician that the patient had received therapy. Additional information received reported the patient was having multiple short runs of ventricular tachycardia and had responded to antitachycardia pacing but received inappropriate therapy. The device and lead remain in use. Adjustments were made to the device settings and patient medications were adjusted as well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.